Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of being hospitalized due to high blood glucose. Customer's blood glucose was 169 mg/dl. Customer had symptoms of high blood glucose; customer had nausea, vomiting, abdominal pain and difficulty breathing and chest pain. Customer was hospitalized on (B)(6) 2016 due to stage 4 kidney disease. Trobleshooting was performed and customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.